Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Emi noise identified on egm. (B)(4).

Event description:
It was reported that the patient was in a pool, holding onto a metal rail when they received an inappropriate shock from their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.